Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The manufacturer became aware of a published article titled ¿failure of modular cementless reverse total shoulder arthroplasty: a report of two cases¿. Allegedly, the author indicated that, ¿one patient reported worsening pain and motion loss. The patent required revision surgery following radiographic images showing the humeral locking screw backed out. ¿